Manufacturer narrative:
Date sent: 10/01/2007. Evaluation summary: the analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was cycled and fed 1 malformed clip due to an antibackup failure; then fed 1 clip with gap; upon the third firing,jaw disengaged from the cam and the cam broke, causing 1 scissor clip, after releasing the clip, the jaws and cam jammed due to the damage of the cam; subsequent firings ejected the clips due to the jaw and cam condition. The instrument locked out as intended, but the orange indicator was beyond its intended position. A corrective action has been initiated to address the root cause of the broken cam issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the clips got blocked, jammed in the instrument. New instrument opened. Procedure: lap prostatectomy. There was no patient consequence.